Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative found that the viewing station of the imaging system ip settings were not up to date following a computer replacement that was previously performed. The representative reported that they resolved the reported issue by updating the ip address. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, communication between the imaging system and the navigation system was not being made. The site elected to abandon navigation and medtronic imaging, completing the procedure with a c-arm. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. Though navigation and medtronic imaging were aborted, there was no impact on patient outcome.